Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s leads had slipped. The patient was requesting MRI guidelines and how to turn the programmer to MRI mode. The programmer was unavailable at the time of the report however. The patient stated the stimulator would be explanted the following week of the report. The patient stated it was causing more problems than helping. It was further stated that the patient was having surgery (B)(6) 2014 as the leads had come undone, which had occurred 3 weeks ago. Of note, the patient was in a car accident (B)(6) 2014 and stated they wouldn¿t do surgery until (B)(6) 2014. The patient was to undergo an MRI due to the accident. The patient was not able to communicate with the stimulator and the ¿charge your ins¿ screen was on the programmer. The patient was recharging. It was stated that the programmer would need to communicate with the stimulator before the MRI could be done. Later that day, the device had been charged up 50%. The MRI mode was activated successfully. The patient confirmed the MRI was not related to the device and was for his head. It was further reported by a nurse at the patient¿s pain clinic that the explant procedure for (B)(6) 2014 had to be cancelled due to an unrelated event. The physician stated there had been no malfunctions with the device. The explant had been moved to (B)(6) 2014. It was further reported by a nurse at the patient¿s pain clinic that the explant occurred (B)(6) 2014. There were no issues indicated and the procedure went well.